Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, upon firing on the antrum, staples were malformed and the staple line was incomplete distally. Another reload was used to fixed staple line and the case was completed. There was no patient injury.